Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: (B)(4). Medical device expiration date: 2024-08-31. Device manufacture date: 2019-09-27. Medical device lot #: (B)(4). Medical device expiration date: 2024-08-31. Device manufacture date: 2019-09-02. Medical device lot #: (B)(4). Medical device expiration date: 2025-03-31. Device manufacture date: 2020-04-07. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe non sterile 50ml ll was damaged and leaked. The following information was provided by the initial reporter: the primary observation in both complaints concerns leakage after the filled syringe is loaded into a bedside syringe pump. In one case the leakage was not observed initially, and the syringe used for a longer period; the account is that this syringe cracked open inside the pump during use. We don¿t have this sample on hand yet. A secondary observation is described as a crack or scratch along the barrel. In the complaint sample I already have in hand (2 syringes), each syringe has a visible line somewhat diagonally off lengthwise. For one syringe (empty; unsure if it was used up or emptied for safe shipment) the crack visibly extends through the thickness of the barrel wall. For the other syringe, the crack does not run all through, and it appears to be inside the barrel. There is no discernable edge or other disruption of the smoothness on the outside. It¿s a pack of 5 filled syringes. The product is norepinephrin. One of these 5 was already being administered when a small amount of leakage was observed. So this syringe was in a syringe pump for some time. The crack is already fairly extensive. I don¿t dare press the plunger to empty it. So far, this syringe has not shows any leakage during shipment from hospital to us, nor under light manual pressure. It would still be prudent to mind potential leaking when opening. The product is filled at ambient temperature, then packed into a sealed plastic bag per 5 syringes. The bags are placed in hard plastic shipping boxes, where the syringes are placed vertically with their tips downward. The number of bags per box is such, that the syringes are secure from shifting but not under pressure either vertically or horizontally. Hospitals generally receive the products per full shipping box. Local logistics are outside our view, but we do know that the products remain refrigerated until shortly before bedside use. So far we¿ve managed to reproduce a similar pattern of cracking in refrigerated syringes from a hit on the side of the barrel, though generally more extensive than in the return samples. Controls at ambient temperature are very resilient under same or worse treatment. Hits in vertical direction (tip down as in our shipping boxes) have no visible effect on the syringes. Overall, yes there was impact on one patient. Their blood pressure was highly variable during the evening shift with an extreme low at 40/20. After switching out the syringe for another one, the patient stabilized. For reference, the syringe contains norepinephrin. Description of incident: all evening shift, the tensie was fluctuating quite a bit, with no apparent cause. One moment very hypertensive and then normotensive/hypotensive again. Checked the cvl several times to see if a line was snapped, etc. This was not the case. Suddenly, for no reason at all, the blood pressure dropped to 40/20 and was substantially increased without result. Had to give ephedrine frequently. Suddenly we saw a drop hanging under the nor pump. The syringe appeared to be leaking and to have a large tear. Nor syringe changed and patient became stable again. After that no more fluctuating tenses. In retrospect, that syringe will have leaked minimally all evening and will have caused the fluctuating tenses. Unclear why later the syringe suddenly became more tasty, dosage was not increased at that time, so not more pressure in the syringe. Had other syringes from that batch out of the fridge. Also have a visible scratch on the syringe. Are in the medicine room of ic 1 to look at.)

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: the event description has been updated to capture the new number of occurrences. H.6. Investigation summary: one photo and five physical samples were provided to our quality team for investigation. Through visual inspection, two syringes are observed to have a crack along the barrel. The other samples returned were evaluated and a leakage past the stopper ribs was identified, however, there was no damage or defects identified on the syringes that could have contributed to the leak that was observed. A device history review was performed for the reported lots 1909357,1909352 and 204351, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing and tightness testing to verify the seal of the stopper. Three of the returned samples underwent these tests and in all cases the product met required specification. The cracks on the barrels may have occurred as a result of the product jamming within the wheels of the assembly machine. Given the device history records did not reveal any issues related to this, we cannot verify if to be true. Manufacturing personnel have been notified of this incident to increase awareness of this matter. A project was initiated to reduce any damage on our products, the reported lots were manufactured prior to the implementation. Investigation conclusion: complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. Root cause description: based on the available information we are not able to determine a definitive root cause at this time. Rationale: based on qda limits for cpm for this product and defect no corrective action is required at this time. H3 other text : see h.10.

Event description:
It was reported that syringe non sterile 50ml ll was damaged and leaked on 3 occasions. The following information was provided by the initial reporter: the primary observation in both complaints concerns leakage after the filled syringe is loaded into a bedside syringe pump. In one case the leakage was not observed initially, and the syringe used for a longer period; the account is that this syringe cracked open inside the pump during use. We don¿t have this sample on hand yet. A secondary observation is described as a crack or scratch along the barrel. In the complaint sample I already have in hand (2 syringes), each syringe has a visible line somewhat diagonally off lengthwise. For one syringe (empty; unsure if it was used up or emptied for safe shipment) the crack visibly extends through the thickness of the barrel wall. For the other syringe, the crack does not run all through, and it appears to be inside the barrel. There is no discernable edge or other disruption of the smoothness on the outside. It¿s a pack of 5 filled syringes. The product is norepinephrin. One of these 5 was already being administered when a small amount of leakage was observed. So this syringe was in a syringe pump for some time. The crack is already fairly extensive. I don¿t dare press the plunger to empty it. So far, this syringe has not shows any leakage during shipment from hospital to us, nor under light manual pressure. It would still be prudent to mind potential leaking when opening. The product is filled at ambient temperature, then packed into a sealed plastic bag per 5 syringes. The bags are placed in hard plastic shipping boxes, where the syringes are placed vertically with their tips downward. The number of bags per box is such, that the syringes are secure from shifting but not under pressure either vertically or horizontally. Hospitals generally receive the products per full shipping box. Local logistics are outside our view, but we do know that the products remain refrigerated until shortly before bedside use. So far we¿ve managed to reproduce a similar pattern of cracking in refrigerated syringes from a hit on the side of the barrel, though generally more extensive than in the return samples. Controls at ambient temperature are very resilient under same or worse treatment. Hits in vertical direction (tip down as in our shipping boxes) have no visible effect on the syringes. Overall, yes there was impact on one patient. Their blood pressure was highly variable during the evening shift with an extreme low at 40/20. After switching out the syringe for another one, the patient stabilized. For reference, the syringe contains norepinephrin. Description of incident: all evening shift, the tensie was fluctuating quite a bit, with no apparent cause. One moment very hypertensive and then normotensive/hypotensive again. Checked the cvl several times to see if a line was snapped, etc. This was not the case. Suddenly, for no reason at all, the blood pressure dropped to 40/20 and was substantially increased without result. Had to give ephedrine frequently. Suddenly we saw a drop hanging under the nor pump. The syringe appeared to be leaking and to have a large tear. Nor syringe changed and patient became stable again. After that no more fluctuating tenses. In retrospect, that syringe will have leaked minimally all evening and will have caused the fluctuating tenses. Unclear why later the syringe suddenly became more tasty, dosage was not increased at that time, so not more pressure in the syringe. Had other syringes from that batch out of the fridge. Also have a visible scratch on the syringe. Are in the medicine room of ic 1 to look at.)